Event description:
A report was received that the patient was experiencing pain and numbness in her legs. The patient was super thin and the device was uncomfortable. The patient underwent an explant procedure and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm. Explanted ipg and lead will not be returned to bsn as they were discarded by medical facility.